Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their coulter lh 750 slidemaker was making slides with blood on the slide label (contained to the label only, not inside or outside of the instrument). The customer tried flushing the dispense probe but this did not resolve the issue. No patient results have been affected and smears are being made well. The operators were wearing personal protective equipment (ppe) consisting of a lab coat, eye wear and gloves at the time of the incident. No injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and found specimen blood migrating onto label. Upon examining the unit, fse found the probe truck not evacuating properly. Fse verified operation of associated valves, flushed vacuum pathway and cleaned dispense probe area. The repairs performed by the fse resolved the leak. Per fse, while probe was backwashing into probe waste cup, the cup was not draining fluid as fast as it normally would due to a partially blocked vacuum pathway, causing the waste to stay longer in the cup and therefore wick onto the bottom of dispense probe mechanism, which would then transfer on to the next slide label. (B)(4).